Event description:
Procedure: hemorrhoid. According to the reporter, the surgeon used the product as indicated; the specimen was examined and full donuts were intact. The pt stated to bleed, and upon examination, the surgeon found that the staples were straight and had not crimped closed around the tissue. The surgeon had to over-sew the unclosed staple line. There was 700cc of blood loss reported. The tissue was sutured to repair the area. Operating room time was extended over 60 minutes to control the bleeding. There was no tissue damage. There was no further surgical intervention required. The grade of the hemorrhoid procedure is unk; second hole of device utilized.

Manufacturer narrative:
(B)(4).